Event description:
It was reported to the manufacturer on september 25, 2023 that a patient from a retrospective clinical study experiened implant displacement and infection requring and I&d and wound vac at 3 months.